Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to high motor current draw. Unable to perform the functional tests due to the alarm. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated they were trying to rewind when insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up. Customer mentioned the insulin pump continued alarming.